Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula found it to be stretched. During investigation, the soft cannula was measured to be out of specification at 1.068 inches. Despite this damage, fluid was observed flowing through the entire fluid path. It could not be conclusively determined when or how this damage occurred. The download data contains no hazard alarms, timeouts, or drive stalls that would indicate a struggle to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 405 mg/dl while wearing the pod between 36 and 48 hours on the leg. For treatment, the patient changed out the pod for a new pod.